Event description:
It was reported that the pulse generator exhibited device parameter error message. Patient experienced pocket stimulation. The device was successfully downloaded and proper functionality was restored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.